Event description:
Per the clinic, the patient experienced infection over the external device that spread to the magnet site, resulting in skin breakdown and partial extrusion of the implant (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported), but the issue could not be resolved. Subsequently, on (B)(6) 2026, the device was explanted under general and local anesthesia, the wound was irrigated with an antiseptic solution, and a topical antibiotic was applied to the incision site. The patient was also prescribed with another course of oral antibiotics started on (B)(6) 2026 (duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.